Manufacturer narrative:
Concomitant medical product: sx45jbp lead implanted: (B)(6) 2005.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was also reported that vegetation from the patient's heart was also found and removed. The patient was treated with antibiotics and the device system will be replaced at a later date. No further patient complications have been reported as a result of this event.